Manufacturer narrative:
Additional information: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern regarding "volume is out of spec while performing p.m" was not able to be confirmed. It was noted that the pump was a little high but was within specification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volume was out of specifications while performing preventative maintenance. There was no patient involvement.